Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created in relation to aei note (B)(4) under (B)(4) stated that (B)(4) medical records ad 1 mar 2023 (1), (B)(4) medical records ad 1 mar 2023 (2), (B)(4) medical records ad 1 mar 2023 (3), and (B)(4) medical records ad 1 mar 2023 (4) were reviewed by a clinician. A pinnacle altrx poly acetabular liner and depuy biolox delta ceramic revision femoral head were placed during the revision that occurred on (B)(6) 2021 (revision captured on (B)(4)). On (B)(6) 2021, the patient underwent an irrigation and debridement for infection. Thirty-five antibiotic beads were removed. The head and liner were removed so irrigation could be completed but the same head and liner were placed back into the patient. Devitalized tissue was removed around the cup and stem. A linked pc will be created to capture this event.

Event description:
Medical records were received and stated the following: on (B)(6) 2021, ultrasound of a deep (to the incision) 15.0 x 5.8 x 7.5 cm avascular fluid collection. The diagnosis was a complex fluid collection in the area of the incision likely representing a postoperative seroma/hematoma. On (B)(6) 2021, ultrasound guided needle aspiration performed to address post-operative seroma, with aspiration of 400 ml serosanguineous fluid. On (B)(6) 2021, right hip irrigation and debridement of a seroma (secondary to alval) was performed with placement of a wound-vac device. A large fluid collection of serous fluid was evacuated and three deep tissue cultures were sent for histopathology review. There was no evidence of purulence. Light-brown pseudotumor tissue was excised. The wound was irrigated with 6 l of normal saline. The argon-beam coagulator was used on the debrided pseudotumor and seroma sites. No implants were revised. There were no reported intraoperative complications. The wound-vac device (competitor system) experienced a suction failure and the dressing had to be replaced in the recovery room. On (B)(6) 2021, another irrigation and debridement was carried out on the patient's right hip to address infection, stage 1 of the dair procedure. Extensive devitalized tissue was excised and the wound was irrigated, following removal of the head and liner. The cup and stem were determined to be well-fixed, and after careful cleaning, the original head and liner were re-implanted, along with placement of 35 antibiotic-impregnated cement beads (competitor products) into the wound cavity. A standard wound drain and dressing were placed, rather than the wound-vac device. There were no reported intraoperative complications. On (B)(6) 2021, patient was re-operated on for stage 2 of the dair procedure for treatment of fungal infection. Cultures were taken during the stage 1 dair procedure and returned during his inpatient stay identifying that he had a rare fungal infection with bipolaris species. Following I&d and debridement with the argon-beam coagulator, the 35 antibiotic impregnated beads were explanted, with conclusion of treatment. A new ceramic head and polyethylene liner were implanted. The patient experienced no complications.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical and impact code).